Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the unit on-site and confirmed the reported issue. Additionally, it was found that the device failed the flow transducer test. During troubleshooting, the expiratory cassette membrane was cleaned, and the moisture trap and expiratory cassette was replaced in an attempt to resolve the issue. While changing the cassette sometimes resolved the problem, it did not fully fix it. After replacing the inspiratory pressure transducer printed circuit board (pcb), the pressure transducer test failure was resolved; however, the flow transducer test failure persisted. Following the replacement of the expiratory channel pcb and a software update, the flow transducer test passed. Ultimately, after replacing the pressure transducer pcb and the expiratory channel pcb, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the failed pressure transducer test and flow transducer test during the puc. The inspiratory pressure transducer pcb and the expiratory channel pcb were returned for further investigation. Visual inspection of the returned pcbs revealed no abnormalities. The parts were then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the puc. After passing, ventilation was performed successfully for three days without generating any alarms or errors. After ventilation, several pucs were performed and all of them passed. The zero pressure voltage was measured on the returned pressure transducer pcb and revealed no significant offset drift. When measuring the wheatstone bridge, no significant imbalance was found. Further in-depth component analysis of the returned expiratory channel pcb found no specific component failure. Our conclusion is that the device failed to meet its specifications, and that the replaced parts were most likely the cause of the reported issue. During the investigation of the returned parts, the reported issues could not be reproduced. Nevertheless, based on the review of the available data and analysis of the device logs, it remains plausible that the returned components were indeed the source of the problem. The expiratory channel pcb contains electronics, including microprocessor for handling expiratory flow measurement, all electronic connections to and from the expiratory cassette, expiratory valve and safety valve control, temperature control, and holders and electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The pressure transducer pcb is a part of the pressure measurement system in the ventilator, and a faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during puc. Alarms will be activated if the failure occurs during ventilation.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).